Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardiac monitor was either undersensing or oversensing due to the t-waves matching the height of the r-waves. Programming changes were made. Patient was stable. Further information was requested but not received.

Event description:
New information received indicated that it was confirmed that the device was oversensing. The issue was resolved after the programming changes were made.

Manufacturer narrative:
Correction: h6, 1661 - under-sensing was incorrect and should be removed.